Event description:
It was reported that this pacemaker was suspected to exhibit far field oversensing. Boston scientific technical services (tws) was consulted and current programmed settings were discussed. No adverse patient effects were reported. At this time, this device remains in service.